Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device broke. The button on the lower left side of the sleep appliance popped off.

Manufacturer narrative:
Upon further review, it was determined that this medwatch report 3011649314-2025-01089 is a duplicate of medwatch report 3011649314-2025-01086. Therefore, this supplemental report is being submitted to address the duplication and no further information will be provided for this report. Any additional information will be reported in the medwatch report, 3011649314-2025-01086. Manufacturer reference #: (B)(4).